Manufacturer narrative:
Additional information: d4, g3, h2, h11.

Event description:
During prep with the patient on the table, a communication issue occurred and the procedure was cancelled. The media converter, power supply for the media converter, fiber and ethernet cables were exchanged and the issue remained. The amplifier was then disconnected 3 times which did not resolve the issue and the procedure was cancelled.

Manufacturer narrative:
**UDI related data quality updates only**

Manufacturer narrative:
One claris display workstation was received for evaluation. Visual inspection revealed normal wear and tear on the external chassis. Power was applied to the dws, and the dws passed the power-on-self-test (post). The dws loaded the operating system, then the workmate claris application successfully. Communication with a test claris amplifier was confirmed and no anomalies were noted. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. No non-conformances associated with the reported event were identified. Based on the information provided to abbott and the investigation performed, the reported communication issue and subsequent cancellation remains unknown as it could not be duplicated.